Event description:
It was reported that during an attempt to implant the device and upon insertion in the drill hole, the device would not pull from the patient, even with vigorous pulling. Eventually, the device started to come out and move away from the patient. When the surgeon attempted to set the suture anchor, the suture broke. The procedure was completed with a different device. There was no harm to the patient, and a delay of less than 5 minutes. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). G2: event occurred in south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.